Event description:
Previous experience with icy hot gel was ok, so in this instance, I tried the icy hot patch. After 8 hours of wearing the patch, I tried to remove it but found that the patch was stuck to my skin. In an attempt to remove the patch, my skin had also peeled off causing a severe irritation and a burning sensation so bad that I had to go to the doctor for a diagnosis and treatment. Dose or amount: 1 patch, frequency: up to 8 hours, route: other. Dates of use: 2008. Diagnosis or reason for use: lower back/muscle pain. Event abated after use stopped or dose reduced? No.